Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Reporter called lfs on behalf of the pt and alleged that her meter's display has a black spot on it. She stated that the issue began 3 months ago. The pt stated that she was unable to test on this meter for 3 months. She visited her physician for advice. The pt was told that her blood glucose was high and that she needed to take her insulin. The pt stated that she has been testing on her neighbor's meter during the time that her meter was not working. The pt did report results of 148 and 40-350 mg/dl, which were obtained; it is not clear what meter the results came from. Based on the information provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.